Manufacturer narrative:
Bayer case number: (B)(4) patient presented pelvic pain at the right irradiating to the thighs [pelvic pain female] , menorrhagia /very abundant periods [menorrhagia] , violent pains [pain nos] , nickel allergy [nickel allergy] , adenomyosis [adenomyosis] , sick leave [sick leave] , irritations and itching on the pubis [vaginal itching], irritations and itching on the pubis [genital irritation] , irritations between the 2 breasts [breast discomfort], left breast pain [breast pain] , asthenia [asthenia] , hypersensitivity [hypersensitivity], blood pressure at 8 [low blood pressure], right cruralgia [cruralgia] , chronic fatigue [chronic fatigue] , cognitive disorders [cognitive disorders] , memory disorder [memory disturbance] , concentration disorders in repetitive tasks [concentration impairment] , general chronic joint [generalized joint pain], neuromuscular pain [neuromuscular pain], abdominal pain [abdominal pain] , hand pain [hand pain] , elbow pain [pain in elbow] , cervix pain [uterine cervical pain] , knee pain [knee pain] , tendonitis [tendonitis] , tingling [tingling] , ankylosis [ankylosis] , important psychological disorders [psychological disorder] , weight gain (20kg) [weight gain] , libido loss since the insertion of essure but improved a little time before [loss of libido], seborrheic dermatitis [seborrheic dermatitis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-jul-2017. The most recent information was received on 17-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("patient presented pelvic pain at the right irradiating to the thighs") and heavy menstrual bleeding ("menorrhagia /very abundant periods") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of quincke's edema in 1994, urinary infection in 1992 and abdominal pain, drug intolerance, parity 2 (1994 & 2004), leukorrhea and mycosis. Previously administered products included: mirena and copper iud. Past adverse reactions to the above products included: pain while on mirena - pain nos with mirena. In (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), pain ("violent pains"), allergy to metals ("nickel allergy"), adenomyosis ("adenomyosis"), sick leave ("sick leave"), vulvovaginal pruritus ("irritations and itching on the pubis"), genital discomfort ("irritations and itching on the pubis"), breast discomfort ("irritations between the 2 breasts"), breast pain ("left breast pain"), asthenia ("asthenia"), hypersensitivity ("hypersensitivity"), hypotension ("blood pressure at 8"), sciatica ("right cruralgia"), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorders in repetitive tasks"), generalized joint pain ("general chronic joint"), neuromuscular pain ("neuromuscular pain"), abdominal pain ("abdominal pain"), pain in extremity ("hand pain"), pain in elbow ("elbow pain"), uterine cervical pain ("cervix pain"), knee pain ("knee pain"), tendonitis ("tendonitis"), paraesthesia ("tingling"), joint ankylosis ("ankylosis"), mental disorder ("important psychological disorders"), loss of libido ("libido loss since the insertion of essure but improved a little time before") and seborrhoeic dermatitis ("seborrheic dermatitis") and was found to have weight increased ("weight gain (20kg)"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the loss of libido was resolving and the asthenia and sciatica had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, pain, adenomyosis, sick leave, vulvovaginal pruritus, genital discomfort, breast discomfort, breast pain, hypersensitivity, hypotension, fatigue, cognitive disorder, memory impairment, generalized joint pain, neuromuscular pain, abdominal pain, pain in extremity, pain in elbow, uterine cervical pain, knee pain, tendonitis, paraesthesia, joint ankylosis, mental disorder, weight increased and seborrhoeic dermatitis were unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, generalized joint pain, knee pain, pain in elbow, asthenia, breast discomfort, breast pain, cognitive disorder, disturbance in attention, fatigue, genital discomfort, heavy menstrual bleeding, hypersensitivity, hypotension, joint ankylosis, loss of libido, memory impairment, mental disorder, neuromuscular pain, pain in extremity, paraesthesia, pelvic pain, sciatica, seborrhoeic dermatitis, sick leave, tendonitis, uterine cervical pain, vulvovaginal pruritus and weight increased to be related to essure administration. No causality assessment was received for essure with regard to pain. The reporter commented: on (B)(6) 2015 osteopathy session she had several sick leaves and physiotherapy sessions. The patient presented severe and extremely disabling symptoms immediately after the implantation of essure, which cannot be explained by any prior medical history. At the time of summon report, the patient was inactive and she was on disability. The patient related the events to essure, and which impacted her daily life with support of third party. The patient requested medical expertise. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: positive to nickel [ultrasound pelvis] on (B)(6) 2015: showed essure well in place but with a slight asymmetry in the thickness of the myometrium at the level of the uterine fundus, measured at 13 mm on the right and 8 mm on the left.; on (B)(6) 2016: essure in place without abnormalities. [X-ray] on (B)(6) 2015: normal with normal topography of essure. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: upon internal review argus cases (B)(4) are found to be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, source documents, references, events, reporters were & all relevant information has been transferred to retention case. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) patient presented pelvic pain at the right irradiating to the thighs [pelvic pain female], menorrhagia /very abundant periods [menorrhagia] , violent pains [pain nos] , nickel allergy [nickel allergy] , adenomyosis [adenomyosis] , sick leave [sick leave] , irritations and itching on the pubis [vaginal itching] , irritations and itching on the pubis [genital irritation] , irritations between the 2 breasts [breast discomfort] , left breast pain [breast pain] , asthenia [asthenia] , hypersensitivity [hypersensitivity] , blood pressure at 8 [low blood pressure] , right cruralgia [cruralgia] , chronic fatigue [chronic fatigue] , cognitive disorders [cognitive disorders] , memory disorder [memory disturbance] , concentration disorders in repetitive tasks [concentration impairment] , general chronic joint [generalized joint pain] , neuromuscular pain [neuromuscular pain] , abdominal pain [abdominal pain] , hand pain [hand pain] , elbow pain [pain in elbow] , cervix pain [uterine cervical pain] , knee pain [knee pain] , tendonitis [tendonitis] , tingling [tingling] , ankylosis [ankylosis] ,, important psychological disorders [psychological disorder] weight gain (20kg) [weight gain] , libido loss since the insertion of essure but improved a little time before [loss of libido] , seborrheic dermatitis [seborrheic dermatitis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-jul-2017. The most recent information was received on 04-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("patient presented pelvic pain at the right irradiating to the thighs") and heavy menstrual bleeding ("menorrhagia /very abundant periods") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of quincke's edema in 1994, urinary infection in 1992 and abdominal pain, drug intolerance, parity 2 (1994 & 2004), leukorrhea and mycosis. Previously administered products included: mirena and copper iud. Past adverse reactions to the above products included: pain while on mirena - pain nos with mirena. In (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), pain ("violent pains"), allergy to metals ("nickel allergy"), adenomyosis ("adenomyosis"), sick leave ("sick leave"), vulvovaginal pruritus ("irritations and itching on the pubis"), genital discomfort ("irritations and itching on the pubis"), breast discomfort ("irritations between the 2 breasts"), breast pain ("left breast pain"), asthenia ("asthenia"), hypersensitivity ("hypersensitivity"), hypotension ("blood pressure at 8"), sciatica ("right cruralgia"), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorders in repetitive tasks"), generalized joint pain ("general chronic joint"), neuromuscular pain ("neuromuscular pain"), abdominal pain ("abdominal pain"), pain in extremity ("hand pain"), pain in elbow ("elbow pain"), uterine cervical pain ("cervix pain"), knee pain ("knee pain"), tendonitis ("tendonitis"), paraesthesia ("tingling"), joint ankylosis ("ankylosis"), mental disorder ("important psychological disorders"), loss of libido ("libido loss since the insertion of essure but improved a little time before") and seborrhoeic dermatitis ("seborrheic dermatitis") and was found to have weight increased ("weight gain (20kg)"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the loss of libido was resolving and the asthenia and sciatica had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, pain, adenomyosis, sick leave, vulvovaginal pruritus, genital discomfort, breast discomfort, breast pain, hypersensitivity, hypotension, fatigue, cognitive disorder, memory impairment, generalized joint pain, neuromuscular pain, abdominal pain, pain in extremity, pain in elbow, uterine cervical pain, knee pain, tendonitis, paraesthesia, joint ankylosis, mental disorder, weight increased and seborrhoeic dermatitis were unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, generalized joint pain, knee pain, pain in elbow, asthenia, breast discomfort, breast pain, cognitive disorder, disturbance in attention, fatigue, genital discomfort, heavy menstrual bleeding, hypersensitivity, hypotension, joint ankylosis, loss of libido, memory impairment, mental disorder, neuromuscular pain, pain in extremity, paraesthesia, pelvic pain, sciatica, seborrhoeic dermatitis, sick leave, tendonitis, uterine cervical pain, vulvovaginal pruritus and weight increased to be related to essure administration. No causality assessment was received for essure with regard to pain. The reporter commented: on (B)(6) 2015 osteopathy session she had several sick leaves and physiotherapy sessions. The patient presented severe and extremely disabling symptoms immediately after the implantation of essure, which cannot be explained by any prior medical history. At the time of summon report, the patient was inactive and she was on disability. The patient related the events to essure, and which impacted her daily life with support of third party. The patient requested medical expertise. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: positive to nickel [ultrasound pelvis] on (B)(6) 2015: showed essure well in place but with a slight asymmetry in the thickness of the myometrium at the level of the uterine fundus, measured at 13 mm on the right and 8 mm on the left.; on (B)(6) 2016: essure in place without abnormalities [x-ray] on (B)(6) 2015: normal with normal topography of essure. The most recent follow-up information incorporated above includes data received on: 04-feb-2026: medical record received. Case became serious incident & additional reporter (lawyer) added. New events abdominal pain, adenomyosis, allergy to metals, generalized joint pain, knee pain, pain in elbow, asthenia, breast discomfort, breast pain, cognitive disorder, disturbance in attention, fatigue, genital discomfort, heavy menstrual bleeding, hypersensitivity, hypotension, joint ankylosis, loss of libido, memory impairment, mental disorder, neuromuscular pain, pain in extremity, paranesthesia, pelvic pain, sciatica, sick leave, tendonitis, uterine cervical pain, seborrheic dermatitis vulvovaginal pruritus and weight increased were added. Additional reporter added. Essure removal details & dates added. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.